Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. The fse performed electrical and mechanical adjustments to resolve the issue. The system was tested and verified as ready for use. A system log review was performed. Per the review, the following was confirmed: system serial #(B)(4) and event date ((B)(4)2022) and name of procedure. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the e100 generator was not working and a backup erbe generator was used to complete the procedure. The event log confirmed the reported issue and the field service engineer (fse) performed adjustments to the electrical and mechanical of the e100 generator to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the e100 generator was not working. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support by a da vinci clinical sales representative (csr) who was present during the procedure. The csr reported that the led color stayed off when connected the instrument. The tse reviewed the event logs and the config file; the nest node is not enabled. The csr stated that customer will continue to work with the erbe generator. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: due to spanish protection data law, we are not allowed to provide patient information.